Manufacturer narrative:
Evaluation summary: the scope was installed in 2018. It belonged to long-term use aging. The scope was repaired by the third party and returned to the hospital. Replaced, the steel wire, ift, surface skin and light guide cable. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user found that the light source was weak and could not see clearly. Stopped using and changed another one to continue. The time of event is during use. There was no report of patient harm.